Event description:
Patient went to the operating room for a orif [open reduction and internal fixation], right metacarpal fracture. Medartis kit was used for implants. During the procedure four different drill bits broke and became stuck inside the patient. Surgeon was able to remove two of them, however two pieces of drill bit remained in the bone.